Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The patient condition was stable. No additional information was reported.

Event description:
Related manufacturer reference number: 2017865-2022-46574. New information received indicates that the intracardiac electrogram (iegm) reviewed, suggested noise on the left and right ventricular leads. The noise led to over-sensing. There was no intervention performed and the patient will further be monitored. The patient was in stable condition.